Manufacturer narrative:
Results: no results available since no evaluation performed. Device or procedural images not provided for review. Root cause of the issue is undetermined. Conclusion: unable to confirm complaint. Device or procedural images not provided for review. Root cause of the issue is undetermined. (B)(4).

Event description:
It was reported that a physician was using a moma device in a patient. Negative prep was performed on device prior to insertion of device into patient, quite a few bubbles were noticed. After prepping the device the catheter was advanced into the eca over a supra core wire and the dilator was removed. The eca balloon was inflated. Twenty seconds later, it was noticed that the eca balloon had deflated. An attempt was made to inflate again, with the same result. Physician tried to tighten the valve, but same result. The moma device was removed and another moma device was used without any issues. No patient injury or clinical sequelae were reported.

Manufacturer narrative:
Component/subassembly failure -leakage was detected from the eca inflation (B)(4).

Event description:
Device evaluation the device was received for evaluation. Traces of dried radio opaque solution were detected inside the inflation lumens. No analysis could be performed on the shaft because it was occluded by dried solution. The inflation lines of the distal part were connected by needles. The ends of the lumens in the proximal portion were closed by cyanoacrylate adhesive. Negative pressure was applied on both inflation lines by connecting a vaclock syringe filled with water to the lateral luers. No leakage was detected on the proximal inflation line. Bubbles stopped after 15 seconds. However, bubbles continued to appear after 15 seconds when the proximal inflation line was tested, indicating a leakage. In order to detect the leakage source, the upper semi-shell of the hub was removed and pressure was applied to the distal inflation line using the vaclok filled by red water. Tiny traces of the red liquid used for balloon inflation was noticed over the luer bonding zone of the eca line. By using again the vaclok syringe connected to the luer port, negative pressure was applied: the red liquid re-crossed the distal luer bonding zone and then bubbles rose from the inflation line. Both ba lloons were then tested by inflating them with red water to 10mm (proximal balloon) and 6mm (distal balloon). No leakage/pinhole was detected after 30 minutes of inflation.

Manufacturer narrative:
Correction to mfg date.